Event description:
The customer reported that the tubing separated and leaked at the safety clamp fitment during a chemo infusion on the bone marrow transplant unit. No patient or clinician harm was reported.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient details were not provided.

Event description:
The customer reported that the tubing separated and leaked at the safety clamp fitment during a chemo infusion on the bone marrow transplant unit. No patient or clinician harm was reported.